Manufacturer narrative:
The meter passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the meter was found to have a power issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient's husband contacted lifescan (lfs) and alleged their one touch ultramini meter had a product usability issue. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) attempting to follow-up with the patient.the cca was advised by the reporter that the product usability issue started when the patient first started using the meter, as the meter could be read upside down. The reporter was unwilling/unable to provide the details of the patient's diabetes management regime. It is also unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product. The reporter was unwilling/unable to provide details of the patient's symptoms. The reporter alleged the patient was treated by her hcp, the patient was advised to take 20 units of insulin (levemir) in the morning and 10 units in the evening. The reporter told the cca that another device was used both the device name and results are unknown.at the time of trouble shooting, the cca confirmed the patient was uncomfortable with the meter because the result could be read upside down. This complaint is being reported because the patient allegedly developed symptoms and was treated by a hcp after the alleged issue began.